Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that they have been having issues with the axsym troponin-I adv reagent packs. The lid failed to open completely on lot#49238m201 and lot# 49238m202, and the issue was discovered by instrument probe crashes. There was no impact to patient management reported.